Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported 'no restart after occlusion' which was reproduced during evaluation. The reported condition was verified. The cause was determined to be an out of calibration force sensor. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was found out of specification in relation to the customer reported 'intermittent downstream occlusion errors' which were verified through a review of the event history log and reproduced during evaluation. The reported condition was verified. The cause was determined to be an out of calibration force sensor. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed intermittent downstream occlusion and the device would not restart after occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.